Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported two wires disconnected from the tubing connector and this happened with two sets while sleeping. The site location was to the right side of the stomach and second was in arm and the pump were worn on right side of the patient. The infusion was in use for two days. The infusions were not stored in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.